Event description:
It was reported that the device counters showed a high percentage of ventricular sensing, yet patient did not show much premature ventrical contraction activity. It was also reported that the p-wave was sometimes measuring greater than 12mv and that there was atrial undersensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.